Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was not confirmed. Additional provided information stated that the error occurred when the backup battery was installed into another system controller and the cause of the alarm was unknown. No log files are available for review and no product will be returned for analysis. The root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev c) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ address how to properly maintain the backup battery over time as even without use the battery depletes. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the emergency backup battery (ebb) in the new system controller was unusable due to an error during the 3rd year periodic replacement. The cause of the error was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed during evaluation. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(6)) was returned in an unremarkable condition. The backup battery underwent testing, the voltage of the battery was measured at 0v. The returned 11v backup battery and reproduced a backup battery fault alarm immediately upon connection to a heartmate 3 system controller. The backup battery was unable to charge despite receiving external voltage. Each of the lithium-ion battery cells were measured and these measurements indicate an imbalance issue with the cells as well as deep discharge. Measurements of the charging circuitry and other components was unremarkable. Of note, due to the lack of charge across all the li-ion battery cells, the cell imbalance could be correlated to the deep discharge state that the battery was returned in. Additional provided information stated that the error occurred when the backup battery was installed into another system controller and the cause of the alarm was unknown. No log files are available for review and no product will be returned for analysis. The root cause for the reported event was conclusively determined to be deep discharge of the battery cells through analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 11v backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 12oct2023 and passed all manufacturing testing. Heartmate 3 instructions for use (rev c) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ address how to properly maintain the backup battery over time as even without use the battery depletes. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.